Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 19-sep-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and mildly calcified mid right coronary artery (rca). Following pre-dilatation with a 2.0x20mm maverick balloon catheter, a 2.75 x 32mm synergy stent was advanced but failed to cross the lesion. The procedure was competed with a 2.75x34mm non-bsc stent. No patient complications were reported. However, returned device analysis revealed stent damaged. Synergy ous mr 2.75 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to the proximal end of the stent. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.